Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of report: 31oct2019. Multiple attempts were made to contact the customer, but no additional information was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.